Event description:
Doctor reported the trajectory of site was too buccal. Doctor drilled the first drill and realized it was too buccal. Doctor aborted surgery. Doctor did not bone graft.

Event description:
Doctor reported the trajectory of site was too buccal. Doctor drilled the first drill and realized it was too buccal. Doctor aborted surgery. Doctor did not bone graft.